Event description:
It was reported that noise was observed on right atrial and ventricular leads. No patient symptoms were reported. The leads were explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.